Manufacturer narrative:
Additional manufacturer narrative: the device related to this complaint was returned and evaluated. The customer complaint was confirmed and the cause of the malfunction was identified. Confirmed customer complaint. Inverter board was changed to fix this issue. The unit came in with physical damage to the alarm indicator and the touch screen which still calibrates and functions. Customer sent in a po to repair the device. Device was repaired and returned to the customer.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) turns on but the screen does not. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The inverter was replaced which corrected the reported issue. It was noted when the device was received by nihon (B)(4) it came in with physical damage to the alarm indicator and the touchscreen (still calibrates and functions at this time). Advised the customer that nihon (B)(4) is recommending repairs which are not covered under warranted since it is physical damage. Waiting for customer reply. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) turns on but the screen does not.